Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to loose/protruded drive support disk. The motor passed motor test. We were unable to perform occlusion test due to motor error alarm. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse at the customer's doctor's office reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose was 400 mg/dl, which he treated by changing the infusion set. Troubleshooting was initiated for the motor error issue and the nurse confirmed that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump may be returned for analysis and a replacement device was shipped to the customer.